Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that insulin leaked from the unspecified bd¿ syringe connection to the needle during use when attempting to push insulin into the cartridge. This occurred on 4 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reports having fill resistance while loading insulin into their cartridge (l33). Customer reports sometimes insulin will drip from where needle connects to syringe while trying to push insulin into the cartridge."